Event description:
Reporter noted infusion interrupted twice during surgery. The first time, a minor corneal burn occurred. The second time, a posterior capsule tear occurred. Anterior vitrectomy performed and iol implanted in sulcus. Patient is doing well. Used system in next case without any problems.